Event description:
The ventilator was in use on pt for 15-20 seconds for CPAP when ventilator shut off with no response. Ventilator immediately disconnected and alternate ventilator utilized. There was no immediate injury to the pt however, pt transferred to nicu later in the afternoon for seizure activity not belived to be related to the above event. Viasys healthcare tech support notified. This is the second time this ventilator failed. Attached is the first service ticket. This vent was put on a pt and was running properly for about 15 seconds and then went inop with no recovery. This happened and the pt was on CPAP when it happened there are no other details as the pt is ok but the vent is not. They have used this vent only 5 times since it was new. This vent also went vent inop and needed field service when it was being used to train the staff that time it burned the power pcb fuses field service replaced them and put it back in service once again and now this happened.